Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on a trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed on the device. The manufacturer¿s service technician observed error code battery not charging (e-059) in the device¿s event log. The manufacturer¿s service technician replaced the device¿s detachable battery printed circuit assembly board, and detachable battery harness to address this issue. Additional findings not related to the malfunction/issue was the air inlet foam filter and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.